Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had system failures, faults 58 and 124. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device a getinge field service engineer (fse) was dispatched to evaluate this unit. The device is currently pumping with a trainer and a test iab, waiting to see if it will fail. It has been pumping for over a week. Fse will be going back onsite shortly to evaluate unit again.

Manufacturer narrative:
Fse returned and replaced solenoid driver board and drive manifold as a preventative measure. Fse tested iabp for 3 days with trainer and test balloon to make sure the device didn't have a hidden intermittent problem. On the 4th day fse returned and cleared unit for clinical use and returned to customer. A supplemental report will be provided upon completion of investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was evaluated the iabp unit and found code 124 prolong inflation. As a preventative measure fse replaced the solenoid driver board and the drive manifold. Completed repair with all functional and safety tests per manufacturer specifications.